Event description:
The user facility reported a 59-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support while awaiting a kidney transplant. While on impella cp support, the device had a leak/product damage that allowed for blood to ooze. There was no treatment noted and no lasting harm. The pump remains on for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the product damage has been completed. Bleeding reported from the blue suture hub and re-access port. Product not returned for investigation. The cause of the hole in catheter was not determined since product was not returned. Corrections to the initial MFR report: f6/f8 should have been left blank.